Event description:
The clinic reported that a laser vision correction patient presented with cornea abrasion and foreign body sensation in right eye post operation. He also reported that his vision was blurred in his right eye more than the left eye. It was stated that the patient experience loss of best corrected visual acuity (bcva). The patient complained of not seeing well. Bcva pre-op right eye 20/20 left eye 20/20. Bcva post-op right eye 20/70 left eye 20/50.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.